Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419488 lead, implanted: (B)(6) 2004; 5076-52 lead; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced pain due to the device moving in the pocket, going from submuscular to subcutaneous. The device was explanted and replaced. No patient complications have been reported as a result of this event.